Event description:
It was reported that syringe flu plus 0.25-1ml var dose 25x1 had foreign matter. The following information was provided by the initial reporter: incident / failure description: small black specs in body of syringe.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 2008410. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, foreign matter was identified. It is possible that this issue is related to small, embedded contamination in the plunger/barrel components of the syringe. This type of defect may be produced during the injection molding process. Due to the high working temperatures, if the gases are not properly expelled, burnt pieces may occur within the mold. This type of defect is cosmetic only and have no risk to the health of the patient as the burnt plastic is embedded within the syringe without the possibility of detachment.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2008410. Medical device expiration date: 2025-07-31. Device manufacture date: 2020-08-03. Medical device lot #: 2008411. Medical device expiration date: 2025-07-31. Device manufacture date: 2020-08-10. Medical device lot #: 2008417. Medical device expiration date: 2025-07-31. Device manufacture date: 2020-08-11. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 25x1 had foreign matter. The following information was provided by the initial reporter: incident / failure description: small black specs in body of syringe.